Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for a routine upgrade of the patient¿s right ventricular apical lead. During the procedure the physician noted externalized conductors on the then implanted lead but also confirmed there were no electrical anomalies during testing. The physician elected to cap and replace the lead on (B)(6) 2018. The patient was stable after the procedure.